Event description:
Polyps were found and doctor requested a flexible snare for the polypectomy- no cautery was noted with polypectomies. Troubleshot the conmed machine and patient. Activation cord was plugged in correctly and pad was grounded (green lights noted at pad cord site and conductivity site) no cautery noted. Another activation cord was tried without success. Doctor then requested to use gold probe. The gold probe worked without complications. Staff was using cautery with flexible snares on previous cases that day without complications. Manufacturer response for single use polypectomy snare, captiflex (per site reporter): sent a return authorization and shipping label to return the device.